Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Husband reported the customer experienced severe hypoglycemia after delivering a bolus twice. She received a communication warning on the blood glucose meter following the first bolus. She thought this meant the bolus was not delivered and programmed a second bolus. Her blood glucose decreased to 34 mg/dl at 10:18 p.m. She was not talking normally and stopped responding to her husband. Husband provided soda and called the paramedics. She was treated with glucose via IV, and the paramedics stayed until her blood glucose increased to 200 mg/dl. Customer was provided education on use of the system. No product will be returned for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.